Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety mechanism was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: "when the safety needle is removed, it is not closing the system. When you attempt to draw blood or flush sir is being sucked into the line."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety mechanism was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: "when the safety needle is removed, it is not closing the system. When you attempt to draw blood or flush sir is being sucked into the line."